Event description:
While hand reaming the femur, the t-handle's locking lugs broke. All parts were retrieved from the surgical site, causing a 5 minute delay in the surgery.

Manufacturer narrative:
Eval is pending receipt of the device from the hosp.